Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a saccular unruptured wide-necked aneurysm measuring 13mm x 7mm located in the para-ophthalmic segment of the right ica (internal carotid artery), the physician reported that the distal end of the pipeline flex did not open. The landing zone artery sizes proximal ica 5mm and distal ica 3.5mm and the vessel was tortuous. Due to the landing zone size discrepancies, the pipeline flex 5.00 was chosen. There was no friction in the microcatheter; however, the distal part of the pipeline did not open when the physician attempted to open it in a straight segment of mca (middle cerebral artery). The physician resheathed the device and dragged it to the landing zone. Upon unsheathing the pipeline, the distal part still did not open. There was friction reported during the resheathing attempt in the distal segment of the microcatheter. In total, the physician tried to resheath the device 3 times to open the distal part. It was reported that the possible cause of the pipeline flex not opening was that fact that it was oversized due to proximal landing zone. The physician used heparinized saline drip to continuously flush the microcatheter during pipeline flex device use. The patient was treated with another pipeline flex (ped-475-20) successfully. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
(B)(4). The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The pipeline was returned for evaluation without the pushwire and microcatheter as they were likely discarded. The pipeline was found fully opened with damaged braid. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the pipeline was returned without the pushwire and catheter. It is possible that the damage to the braid on the ends of the pipeline is the result of the physician resheathing the device more than the recommended two times subsequently causing failure to open and failure to resheath. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Note: the pipeline flex IFU (instructions for use) has a warning that states: resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. (B)(4).